Event description:
The complainant reported while on support, they were unable to doppler pulses on admission to the intensive care unit. The patient experienced arrhythmia which was managed by temporary pacer. The patient¿s right leg was ischemic. The impella cp was removed due to limb ischemia.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia and arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and arrhythmia could not be determined as the device was not returned nor sufficient clinical details.